Event description:
It was reported that a pump will not auto restart after a downstream occlusion is cleared. This was found during preventive maintenance testing. The customer stated that the auto restart function was enabled.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed that the pump will not auto restart after a downstream occlusion is cleared. The eval found the downstream sensor current reading to be above spec. This eval signal caused the pump to alarm for a constant downstream occlusion and prevent the pump from restarting. The failed downstream sensor was replaced.